Event description:
The patient had just come out of the operating room when her top set of IV's stopped working, and the alarm stated that the battery was low. The pump had been plugged into the wall and the cord was in place in the back of the pump. The IV then shut off since the battery was dead and the infusing ivs had to be stopped and transferred to a different pump. The only infusions running in that pump were normal saline and they were only stopped for a few minutes. The new pump worked fine with the outlet that was used for the broken pump.